Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with a dexcom g7 after forgetting to announce a lunch meal, with glucose rising from approximately 268 mg/dl to a high reading on the pump; the event involved a user interaction issue and was associated with improper procedure related to meal announcements. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and pump data. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and failure to perform the required meal announcement, with insulin delivery otherwise functioning. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.